Event description:
During an esophageal varices banding procedure, the physician used a wilson-cook saeed six shooter multi-band ligator. After the sixth band was deployed the barrel detached from the endoscope into the pt's esophagus. During an attempt to retrieve the barrel, it migrated into the pt's stomach. The barrel was left to pass naturally. The pt was reported to be in stable condition.